Event description:
Unomedical reference number: (B)(4). Event occurred in sweden. The patient reported that the infusion set's tubing was detached/broken at site connector on the night of (B)(6) 2022. The patient was woken twice by the pump alerting her to high blood glucose level of 8,7 mmol/l and patient took insulin with pump and was again woken up by the pump alerting her to high blood glucose level of 14 mmol/l, after an hour. The patient removed the defect infusion set and inserted a new. Therefore, the patient could get her blood glucose level stable by herself without help from second part. No further information was available.